Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noisy signals and low out of range pacing impedance measurements. Technical services (ts) was consulted and discussed stored data. The patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.